Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure performed on (B) (6) 2010. According to the complainant, the stent was being placed as palliation for a malignant obstruction. The stent procedure and placement were reported as going well, and no issues were reported with the stent. It was stated that the patient benefited from the stent placement initially. After the procedure, it was reported that the patient had a perforation in the bowel and died the same day, on (B) (6) 2010. The cause of death was colonic wall perforation. The complainant stated that "they don't feel that it was the stent but more the procedure". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.